Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle clogged and needle tip was missing after injection as well as foreign matter was discovered with a bd ultra fine¿ pen needles. Consumer was unable to receive full dose of insulin. The following information was provided by the initial reporter: (1 of 3 complaints). It was reported that the needle was clogged, needle broke during use (tip of needle missing when the customer removed the needle after injection), small piece hanging on the side, uncompleted dosage and the dosage uncompleted with insulin left on surface of skin.

Event description:
It was reported that during use the needle clogged and needle tip was missing after injection as well as foreign matter was discovered with a bd ultra fine¿ pen needles. Consumer was unable to receive full dose of insulin. The following information was provided by the initial reporter: (1 of 3 complaints) it was reported that the needle was clogged, needle broke during use (tip of needle missing when the customer removed the needle after injection), small piece hanging on the side, uncompleted dosage and the dosage uncompleted with insulin left on surface of skin.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 19 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.